Event description:
The customer stated that inconsistent cell-dyn emerald platelet results were generated for different samples collected from the same patient when compared to platelet results generated at different laboratories. The true platelet value for this patient could not be verified. The following data was provided: (B)(6) 2014, the patient's platelet result was 205 k/ul using an alternate method at the hospital. (B)(6) 2014, the patient's platelet result was 161 k/ul using an alternate method at a reference laboratory. (B)(6) 2014, the patient's platelet result was 52 k/ul using the customer's cell-dyn emerald analyzer and 7 k/ul at the hospital using an alternate method. (B)(6) 2014, the patient's platelet result was 159 k/ul using an alternate method at another facility. Unknown date: the patient's platelet result was 41 k/ul using the customer's cell-dyn emerald analyzer and 259 k/ul at another facility using an alternate method. No treatment was given to the patient between (B)(6) 2014 as the patient was being diagnosed during this time. The customer states that platelet clumps have since been identified with this patient. The patient received a blood transfusion at the hospital and is now on chemotherapy. The patient diagnosis is bladder cancer. No adverse impact to patient management was reported due to the discrepant cell-dyn emerald platelet results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).)